Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular channel. The noise was then oversensed on the right ventricular (rv) lead, but there was no pacing inhibition. Boston scientific technical services discussed that this appeared to be due to the minute ventilation signal from the respiratory rate trend as when that feature was programmed off, the noise resolved. In addition, the pace impedances on the rv lead were noted to have risen from 1000 ohms to 1338 ohms. These values are still within normal limits. This ICD remains in service, but it was reprogrammed to turn of the respiratory rate trend. No adverse patient effects were reported.